Manufacturer narrative:
A4-a6: unk. H6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -13.0/4.5/095 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. Lens rotation not associated to low vault was observed. On (B)(6) 2024, lens repositioning was performed, but it did not resolved the issue. On (B)(6) 2024, the lens was exchanged for a replacement lens. Reportedly, "the shaft position specially designed by ticl was selected for the replacement. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
H3: product evaluation - lens was returned dry in a microcentrifuge vial. Visual inspection found a haptic broken lens. Dimensional inspection found lens to be within specifications. Claim# (B)(4).